Event description:
It was reported that balloon detachment occured. A 4.00 x 28 synergy stent was advanced for treatment. However, after the stent was deployed and during the removal of stent delivery system the balloon separated from the stent shaft. The physician was able to remove the guide catheter and all the components of the stent delivery system came out with the guide catheter. The procedure was competed with no patient complications.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR.: synergy ii us mr 4.00 x 28 mm stent delivery system (sds) was returned for analysis. No stent was returned for analysis as it was deployed in the patient as per complaint report. The balloon body was reviewed, and no issues were noted on the balloon. The balloon wings were relaxed, and the balloon appeared flat, this is consistent with device use. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found no issues. A visual and tactile examination of the outer and mid-shaft section found a shaft polymer extrusion break at the guidewire exchange port exposing the core wire, the extrusion shaft was stretched distal to the guidewire exchange port. The type of damage noted most likely occurred due to excessive forces that could have been applied on the delivery system. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is combination product.

Event description:
It was reported that balloon detachment occured. A 4.00 x 28 synergy stent was advanced for treatment. However, after the stent was deployed and during the removal of stent delivery system the balloon separated from the stent shaft. The physician was able to remove the guide catheter and all the components of the stent delivery system came out with the guide catheter. The procedure was competed with no patient complications.